Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system 1 (lot number 20178836, expiration date 04/30/2011). (B) (4)

Event description:
Attorney reported: pt sustained injury and damages associated with her use of defective product, the bard ventralex hernia patch and the bard kugel hernia patch. Specifically, as a result of having the bard ventralex hernia and the bard kugel hernia patches implanted in pt, pt suffered disabling pain and required surgical intervention.

Event description:
Caller reports that during a correlation study the following coaguchek s, xs 1, and xs 2 results were obtained: coagucheck s coaguchek xs 1 coagucheck xs 2 3.3 inr 2.4 inr - - 1.6 inr - - 2.1 inr 3.8 inr 2.9 inr 2.9 inr 2.5 inr - - 2.0 inr 2.3 inr 1.7 inr 1.7 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.